Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure location of device: uterus,perforation (uterus) left coil appears to be in the myometrium"), pelvic pain ("pelvic pain, chronic pelvic pain,episodic pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 916886- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, dysphagia, headache, nausea, vomiting, diarrhea, lymphedema and leg pain. Concurrent conditions included obesity, migraine, tonsillitis, blood pressure high, mole of skin, ovarian pain, cough, abdominal pain, upper respiratory tract infection, flank pain, back pain, acne, acute pain, arthralgia, dysfunctional uterine bleeding, edema, menometrorrhagia and irregular menstrual cycle. Concomitant products included acetylsalicylic acid (aspirin), butalbital, estrogens conjugated (premarin), levothyroxine, lisinopril, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and tranexamic acid (lysteda). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6)2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and ovarian cyst ("other injury(ies) or complication please describe: problematic ovarian cyst"). The patient was treated with ibuprofen, drospirenone + ethinylestradiol (yaz) and surgery (ablation, hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral rem and forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, abdominal pain lower, abdominal pain, vulvovaginal pain, hot flush, night sweats, mood swings and vaginal haemorrhage outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the weight increased and ovarian cyst was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, mood swings, night sweats, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, vaginal bleeding, dysmenorrhea, mood swings, cramping, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on 13-jun-2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure location of device: uterus,perforation (uterus) left coil appears to be in the myometrium"), pelvic pain ("pelvic pain, chronic pelvic pain,episodic pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 916886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, dysphagia, headache, nausea, vomiting, diarrhea, lymphedema and leg pain. Concurrent conditions included obesity, migraine, tonsillitis, blood pressure high, mole of skin, ovarian pain, cough, abdominal pain, upper respiratory tract infection, flank pain, back pain, acne, acute pain, arthralgia, dysfunctional uterine bleeding, edema, menometrorrhagia and irregular menstrual cycle. Concomitant products included acetylsalicylic acid (aspirin), butalbital, estrogens conjugated (premarin), levothyroxine, lisinopril, nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and tranexamic acid (lysteda). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. In (B)(6)2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and ovarian cyst ("other injury(ies) or complication please describe: problematic ovarian cyst"). The patient was treated with ibuprofen, drospirenone + ethinylestradiol (yaz) and surgery (ablation, hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral rem and forced to undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, menorrhagia, abdominal pain lower, abdominal pain, vulvovaginal pain, hot flush, night sweats, mood swings and vaginal haemorrhage outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the weight increased and ovarian cyst was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, mood swings, night sweats, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight gain, vaginal bleeding, dysmenorrhea, mood swings, cramping, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Lot number added. Lab data added. Her demographic was amended. Concomitant medication and condition added. Historical condition added. Events : migration of essure location of device: uterus ,perforation (uterus) left coil appears to be in the myometrium, menorrhagia, hormonal changes describe: hot flashes, night sweats, mood swings, abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: problematic ovarian cyst were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.